Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced resistance during the fill process. There was no reported adverse impact to customer's blood glucose level. Tandem clinical support educated the customer on fill resistance techniques to help resolve the issue. Multiple follow up attempts were made by tandem technical support to obtain additional information, however, a response was not received.